Event description:
It was reported that at pre-discharge follow-up, high pacing threshold was observed. X-ray found lead dislodgement. The lead was repositioned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.